Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed.

Event description:
The user facility reported an impella cp was placed to support a patient admitted in with acute myocardial infarction complicated by cardiogenic shock. A hematoma developed at the end of the implant procedure. The hematoma was held manually for 30-40 minutes. A femstop was placed. Eventually, the patient was transferred from an impella cp to an impella 5.5. The patient survived.

Manufacturer narrative:
The investigation of the reported failure mode has been completed. No product was returned for investigation. Hematoma: the root cause of the hematoma was unable to be determined as insufficient clinical details were provided and no product was returned for analysis. Device history review: the device passed all the post sterile inspection checks.